Manufacturer narrative:
Device evaluation the device evaluation evo-fc-10-11-6-b of lot c2018698 was complete on 09th aug 2023. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device the below was observed: distal section of flexor returned (distal white to 8cm beyond zip port) flexor break observed approx 11.5cm from white tip. Safety wire observed protruding from broken section of flexor. Stent returned in place. Clarification requested on the contradicting information in the customer reporting the device made no contact with the patient in the cc form while reporting the issue happened during deployment of the device. No response received to date. The investigation was competed with the limited information available, if further information is received the file will be updated accordingly. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2018698 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records of lot number c2018698 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the broken flexor observed in the lab evaluation. The break in the flexor would cause the stent to not be exposed at the white tip of the device as intended. It is possible that the flexor got pinched by the elevator creating a weak point and breaking on deployment. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the customer during deployment the stent deployed on the opposite side of the yellow mark instead of at the tip of device as intended. Confirmed quantity of 1 device. Confirmed used. The summary of the investigation findings concluded a possible root cause could be attributed to the broken flexor observed in the lab evaluation. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-oct-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
During deployment, the stent is not deployed at the tip but on the opposite side of the yellow mark "as per cc form": during deployment, the stent is not deployed at the tip but on the opposite side of the yellow mark. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence